Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into atrial fibrillation and was having constant low flows, dizziness, and lightheadedness. This was noted on (B)(6) 2020 and the patient was admitted on (B)(6) 2020 and then cardioverted. Technical services reviewed the log file, which captured some low flow events on (B)(6) 2020. These occurred at times when pi (pulsatility index) was elevated. The low flow events seemed to be a patient related issue and not an equipment issue. The patient received IV (intravenous) diuretics and a pump speed change and the alarms resolved. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported atrial fibrillation could not be conclusively determined through this evaluation. In addition, review of the log file data submitted by the account confirmed low flow events; however a specific cause for the low flow events could not be determined though this evaluation. It was reported that the patient went into atrial fibrillation and was having constant low flows, dizziness, and lightheadedness. The submitted controller event log file captured transient low flow hazard alarms on (B)(6) 2020 when the estimated flow decreased below the low flow threshold of 2.5 liters per minute (lpm). Of note, the average pulsatility index (pi) was elevated during these events. No other atypical events or alarms were captured. The pump operated as intended at the set speed. The account later reported that the patient was admitted to the hospital and a cardioversion was performed. The low flow alarms resolved after the pump speed was changed and the patient received intravenous diuretics. The device operated as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides an explanation of all pump parameters, including pump flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.